Manufacturer narrative:
The footswitch was returned for eval and the error message was confirmed.

Event description:
The customer reported that during phacoemulsification there was problem with the footswitch. An error message displayed and the machine stopped. The surgical team unplugged then plugged the machine several times without success. Finally "it worked" but surgeon said that her parameters had disappeared. She completed the procedure with the parameters of another surgeon that did not suit her. The eye remained open one hr resulting in corneal edema. The surgeon stated the corneal edema will resolve. Multiple attempts were made for add'l info on the event with no response.